Event description:
Hamilton medical ag received the following incident description from partner: "tf5510,5511,5512 alarm occurred. Normal operation of the ventilator on the test after replacing the sensor board(p/n 10089445)." Technical faults (tf) occurred during ventilation of a patient, no harm came to the patient.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective sensor board. In consequence (correction) the sensor board (part number 155699) was replaced. There was no patient or user harm reported.

Event description:
Hamilton medical ag received the following incident description from partner: "tf5510,5511,5512 alarm occurred. Normal operation of the ventilator on the test after replacing the sensor board(p/n 10089445)." Technical faults (tf) occurred during ventilation of a patient, no harm came to the patient.

Manufacturer narrative:
Device was not returned to hmag. Log files of the device was analyzed and it was found out that technical faults (tf) were recorded in the log files. Ventilation continued during the incident. Tfs indicate that sensor board is not functioning correctly. Sensor board was replaced.